Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8: (should remain blank). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation, it was not possible to determine, a probable cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned to olympus for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The customer reported to olympus, the visera elite xenon light source had lamp failure (case housing). There were no reports of patient harm.